Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
X-rays documented dislocated hip. Incision and drainage of the right hip was performed for a diagnosis of a large hematoma.